Event description:
A malfunction on a pump was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Pump reset information was provided by technical support, and the caller was assisted in resetting the pump, which resolved the malfunction code issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred, and they acknowledged and understood these instructions.